Event description:
It was reported that the balloon was torn during the procedure. There was no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the balloon was ruptured and small amount of blood was found in the hub. No other anomalies were observed. The blood observed in the hub of the catheter could be an indication that continuous flush was not maintained; however, information available indicated that continuous flush was used. Due to the condition of the device, a functional test could not be performed. Based on the information available, it is unclear what caused the reported and observed damage to the balloon. Based on the information available, the exact cause for the observed balloon rupture cannot be determined.

Event description:
It was reported that the balloon was torn during the procedure. There was no reported clinical consequences to the patient.